Event description:
A consumer reported that her contact lens caused irritation and a corneal ulcer. Medical attention was sought, and the consumer was prescribed vigamox for treatment. The consumer stated that the issue is resolving. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. Review of the device history records indicates the lot 31063092 met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).